Event description:
Details as reported: screen image froze during paediatric intubation and was unable to use device for intubation. Ended up switching over to another device to perform intubation.'

Manufacturer narrative:
All the information related to the event has been shared within this report.